Manufacturer narrative:
Evaluation results- (other). A lot order was performed on the ftp, injector and cartridge. There was one similar complaint found for the ftp, two similar complaints found for the injector and five similar complaints found for the cartridge.

Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger and the plunger would not separate and tore the trailing haptic. The incision was enlarged, but not sutured. The pt's current prognosis is outstanding.